Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of sheath tear. Based on the condition of the returned unit, it is likely that the reported event was caused by a sharp object or instrument that came into contact with the sheath during placement. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. Correction: d1. Correcting brand name to match gudid.

Event description:
Procedure performed: laparoscopic nephrectomy. [Hospital name]. This is a complaint from the market. Report from the sales rep. The sheath was torn originally. This unit will be returned. Product available for return: 1 unit the investigation report has not requested. Additional information: according to the sales rep, timing of event was ''before use'', not ''during treatment''. [Applied team member] / may 8th 2024. I updated the reporter information. 27th may 2024 drafted by [applied team member]. Additional information: I contacted the sales rep and have him confirm the doctor to hear the detail. The detail is the below. Product a > defective product. Product b > replaced product. Product a happened the air leakage, and when checked, the sheath of the retractor was torn. Replaced a new product b, and ¿only the retractor¿ was exchanged. Subsequent operations were completed using the ¿retractor of product b¿ and the ¿gel seal of product a. The returned products are the set of ¿product a¿ retractors and gel seals. Therefore, traces of use remain on the gel seal and sleeve of ¿product a¿. Timing of event was ''before use'', not ''during treatment''. Email from [applied team member] (june 11th, 2024). Additional information: as you said, the retractor of product a was placed to the patient. However, we don¿t know if the tear occurred before use, during treatment, or after placement. In any case, it needs to report to pmda in japan because the sheath was torn in the body. Email from [applied team member] (june 12th, 2024). Intervention: replaced with a new one, and the surgery was completed. Patient status: no patient injury or illness associated with this event.

Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be provided following the completion of the investigation.

Event description:
Procedure performed: laparoscopic nephrectomy. [Hospital name]. This is a complaint from the market. Report from the sales rep. The sheath was torn originally. This unit will be returned. Product available for return: 1 unit. The investigation report has not requested.. Additional information: according to the sales rep, timing of event was ''before use'', not ''during treatment''. [Applied team member] / may 8th 2024. I updated the reporter information. 27th may 2024 drafted by [applied team member]. Additional information: I contacted the sales rep and have him confirm the doctor to hear the detail. The detail is the below. Product a : defective product. Product b : replaced product. Product a happened the air leakage, and when checked, the sheath of the retractor was torn. Replaced a new product b, and ¿only the retractor¿ was exchanged. Subsequent operations were completed using the ¿retractor of product b¿ and the ¿gel seal of product a. The returned products are the set of ¿product a¿ retractors and gel seals. Therefore, traces of use remain on the gel seal and sleeve of ¿product a¿. Timing of event was ''before use'', not ''during treatment''. Email from [applied team member] (june 11th, 2024). Additional information: as you said, the retractor of product a was placed to the patient. However, we don¿t know if the tear occurred before use, during treatment, or after placement. In any case, it needs to report to pmda in japan because the sheath was torn in the body. Email from [applied team member] (june 12th, 2024). Intervention: replaced with a new one, and the surgery was completed. Patient status: no patient injury or illness associated with this event.